Manufacturer narrative:
(B)(4). Batch # n56y21. Additional information was requested and the following was received: was the cartridge pan dislodged from the reload? If not, what portion of the reload had come apart. The device will be available for return so the damage can be confirmed on receipt of the device by the investigators. The analysis results showed that one gst60g reload was received unfired, with the pan detached and damaged on the right proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the scrub nurse opened the reload it was noticed that the rear of the reload had come apart. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.